Event description:
Infant who had been in the picu for 2 hours following surgery that day for biliary atresia. Rn discovered the peripheral arterial line had disconnected and was dripping blood. Arterial line became disconnected where heparin was being infused. Line was found to be disconnected at the stopcock where the IV tubing connects to the arterial line. Arterial line was switched out and fluids infusing cleared the line. Shortly after discovering the arterial line disconnected, bp was 79/42, heart rate increased to 140's, capillary refill 2-3 seconds, pulses unchanged. Normal saline bolus was ordered and infusing. Cbc, abg, cmp collected and sent to lab. Hg had fallen from 9.8 at 1800, 7.5 at 2230 to 5.0 at 0545 day after the event. Vital signs were stable at 2300. Vitals at 2335 were hr 130, bp 69/42, oximeter trends 97-100%. Patient received a transfusion of packed rbc's over 3 hours stat. Hg increased to 10. Patient was discharged on post-op day 11 in good condition====================== health professional's impression======================unknown cause====================== manufacturer response for arterial line tubing, hospira pediatric 84" disposable transducer with 30 ml flush device======================ICU medical engineer was contacted and generated an ICU medical inc product complaint record pr# 3395 & response to hospital. The device set was discarded by the hospital at the time of the incident. Company was unable to determine the exact cause of the problem. Company reviewed their database for this lot # which included 80 units manufactured, tested, inspected, and released for use.